Event description:
It was reported that during testing conducted at the manufacturer facility the safety pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the safety pin was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material integrity issue or impact.

Event description:
It was reported that during testing conducted at the manufacturer facility the safety pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.